Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/26/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 06/10/2015 with the following findings: during investigation, the pump was powered on to a blank display screen. The audio tones and vibrations were functional. The pump case was removed and the display screen was found to be cracked. A test display was inserted and the pump powered on with a fully functional and illuminated display screen. Unrelated to the complaint, a battery compartment crack observed on the side of the pump. The complaint of a dim/fading/discolored display was not able to be investigated due to blank/damaged display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.